Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a patient, who had an initial knee implanted in 2015, underwent a revision surgery in 2017. As a result of the failure of her optetrak tka system, the patient had to undergo a revision surgery in 2017, where her doctor¿not knowing the unique risks of the tka and taa systems¿implanted another truliant tka, which also suffered from the same defects. Plaintiff has required additional physical therapy and incurred substantial medical bills and expenses. And, because she was implanted with another tka system, she is likely to experience another premature failure (and resulting sequalae) in the future. No device returns anticipated due to this being a legal case. No further details.